Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 3000 mcg for a total dose of 1027.42475 mcg/day and bupivacaine 21000 mcg for a total dose of 7191.97324 mcg/day via an implantable pump for non-malignant pain. It was reported on 2019-aug-23 the patient had a fever before the site was notified. It was noted that the wound had leaked blood. The patient went to urgent care for medication/treatment. Examination on (B)(6) 2019 revealed there was edema along with mild-moderate erythema circumscribing the incision and slight yellow-tinged discharge. Medication was administered on (B)(6) 2019. Wound cleaning/dressing was performed on (B)(6) 2019. The outcome of the event resolved without sequelae on 2(B)(6) 2019. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.